Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level was 400mg/dl. Customer current blood glucose level was 175mg/dl. Customer had no any symptoms. Customer was treated with shots and bolus. Customer stated that they did not allege pump was under delivering and cannula was bent troubleshooting was performed for under delivery .the product will not be return for the analysis.